Manufacturer narrative:
The technician found the white plunger insert on the inside of the emergency trend/CPR valve was not inserted properly. A new valve was installed to repair the bed.

Event description:
Information received indicates when the hi/low is all the way in the high position, the emergency trend will not activate. The emergency trend will activate when not at the high limit and when activated from the siderails.